Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-8150px-45 was received for investigation. Functional testing concluded without the observance of any issues deploying or retracting the blade. No problem found.

Event description:
On  (B)(6) 2021, it was reported by an arthrex employee via sems that when the surgeon dr. (B)(6) was inserting the ar-150px-45 power pick, the handpiece did not retract to expose the tip and perform the piercing function. This was discovered during use in a knee arthroscopy on (B)(6) 2021 with no impact to the patient. To troubleshoot, the device was disassembled outside and still not performing the function. No piece broke off, the surgeon did not have to switch to another surgical technique and no second surgery was necessary.